Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a case of post-paced t-wave oversensing was observed on a patient's implantable cardioverter defibrillator on (B)(6) 2021 via a remote transmission. Programming changes were made on (B)(6) 2021. The patient's condition was stable.